Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and no problem detected were assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient was dissatisfied as the level of continence had not improved during the follow up and activation period. A new artificial urinary sphincter was implanted. No further patient complications were reported.